Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device upgrade, when the left ventricular lead was delivered to the target vessel, high pacing threshold was observed. Another lead was used. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
New information received indicated that low sensed r-waves were also noted during the attempted implant procedure.